Event description:
Consumer alleges about a year and a half ago, the end user was in the hospital and she moved forward in her (B)(4) power chair and then stopped but the chair kept going and she ran into an armoire and broke the big toe on the left foot. They xrayed it and showed it was broken but they soft shoed her and it healed.